Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as march of 2025. Without a product return, no product evaluation is able to be conducted. The device history records have been requested but not yet provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the patient that he wore the unit for four days and unit caused his back to hurt really bad. The patient wore the unit for 8 hours. The patient stopped treatment temporarily and the pain was worse after resuming treatment. The patient was told by his doctor that he could stop wearing the unit. It was later reported by the patient that the initial pain after using the unit for 8 hours for 3 days was a 7.5-8 out of 10, with 10 being the worst. The patient stopped using the device for a few days after the initial pain and the pain went away completely. The patient later began treating for about an hour per day. The patient still experienced soreness after decreasing treatment time and rated the pain a 3 out of 10. The patient stated that the pain is not near his incision, it causes an ache mostly on the left side of his neck and down both shoulders. The patient stated that it is not like back injury or disc type of pain, it is more like soreness from over exercising. The patient did not inform his doctor that he was resuming treatment but had a follow up appointment on (B)(6) 2025. The patient stated that (B)(6) 2025 would mark 2 weeks treating for one hour per day. It was later reported by the patient that he discussed the issue with his doctor at the follow up appointment and was advised that it was ok to continue treatment. The doctor said it was great the patient was able to tolerate shorter treatment time. The patient stated that he has another appointment in 6 weeks where he will get x-rays to assess healing. The patient wants to continue treatment with the device as he can tolerate. No further consequences were reported.

Event description:
It was reported by the patient that he wore the unit for four days and unit caused his back to hurt really bad. The patient wore the unit for 8 hours. The patient stopped treatment temporarily and the pain was worse after resuming treatment. The patient was told by his doctor that he could stop wearing the unit. It was later reported by the patient that the initial pain after using the unit for 8 hours for 3 days was a 7.5-8 out of 10, with 10 being the worst. The patient stopped using the device for a few days after the initial pain and the pain went away completely. The patient later began treating for about an hour per day. The patient still experienced soreness after decreasing treatment time and rated the pain a 3 out of 10. The patient stated that the pain is not near his incision, it causes an ache mostly on the left side of his neck and down both shoulders. The patient stated that it is not like back injury or disc type of pain, it is more like soreness from over exercising. The patient did not inform his doctor that he was resuming treatment but had a follow up appointment on (B)(6) 2025. The patient stated that (B)(6) 2025 would mark 2 weeks treating for one hour per day. It was later reported by the patient that he discussed the issue with his doctor at the follow up appointment and was advised that it was ok to continue treatment. The doctor said it was great the patient was able to tolerate shorter treatment time. The patient stated that he has another appointment in 6 weeks where he will get x-rays to assess healing. The patient wants to continue treatment with the device as he can tolerate. No further consequences were reported. The spinalpak assembly was not returned.

Manufacturer narrative:
Additional information in h4: manufacture date, g3, h6. This follow-up report is being submitted to relay additional and corrected information. The spinalpak assembly not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.